Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating the device "pen is bent" and "customer dropped." It is known that there were no injuries reported. It is not known if the device was used in surgery or whether medical intervention occurred. There was no additional information provided.